Manufacturer narrative:
On august 29, 2023, mentor became aware of the following and corresponding fields have been updated on this form: date of event: june 20, 2023; field b3 has been updated. Patient was 43 at time of incident; field a2 has been updated. Ethnicity is hispanic/latino; field a5 has been updated. Patient also experienced left side capsular contracture; baker grade unknown in addition to left rupture. Patient is fully recovered after surgery. Capsular contracture discovered from visual inspection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 275cc mentor memorygel breast implant and experienced breast implant rupture on her left side. As a result, the patient underwent left side replacement surgery with catalog number 3502751bc; serial number (B)(6) on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).